Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A competitor reported that the system gave the wrong information leading to the selection of the intraocular lens (iol), which gave the patient too much correction for astigmatism. Therefore, the iol was the wrong choice for the patient. The iol was explanted and an iol of a different power was implanted. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained. The root cause cannot be determined conclusively. (B)(4).